Manufacturer narrative:
Two potential lot numbers were provided for this incident. The information for each lot number is as follows:  medical device lot #: 7228835, medical device expiration date: 2022-08-31,  device manufacture date: 2017-09-02. Medical device lot #: 7228836, medical device expiration date: 2022-08-31,  device manufacture date: 2017-09-02. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a ¿bubble¿ foreign matter found on the tip of a 1 cc bd¿ plastic syringe with needle prior to use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: a photo of the available sample was analyzed and it was possible to confirm the air bubbles defect. Batch history analysis was performed, quality notifications and maintenance records verified, and no deviation was found for the batches #7228835 and #7228836. Lot 7228835 was produced on 05 / sep / 2017 to 14 / sept / 2017. No relevant deviations were detected in the machines: sema01 - semo01 - semo02 - seeb06, during manufacturing period. Lot 7228836 was produced on 01 / sep / 2017 to 05 / sep / 2017. No relevant deviations were detected in the machines: sema01 - semo01 - semo02 - seeb06, during the manufacturing period. Qn¿s: no quality notification found for both lot number's 7228835 & 7228836. The probable cause for the defect found - bubbles - is related to mold temperature, air outlet stains in the injection mold and out of specification injection rate, tip wall thickness and injection site location. According to investigation no deviation was identified during the manufacturing of the affected batch. Quality has previously reviewed, evaluated and investigated this failure mode. CAPA # (B)(4) was opened to investigate air bubbles on this machine. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
CAPA removal. Additional information was received. Please remove CAPA statement "CAPA # (B)(4) was opened to investigate air bubbles on this machine." This statement was placed in error.

Manufacturer narrative:
The CAPA is opened under number (B)(4). The investigation is completed and implementation plan development.

Event description:
It was reported that there was a ¿bubble¿ foreign matter found on the tip of a 1 cc bd plastic syringe with needle prior to use. There was no report of exposure, injury or medical intervention.